Manufacturer narrative:
Visual examination confirms the drill hit the bent tip of the guidewire causing the shavings to occur.

Event description:
Sales rep reported that the guide bent and small pieces shed into the joint once the drill was used. Sales rep. Confirmed that the shaft bent as well as the tip. He stated that the device was "very easy to bend". The metal shavings were removed with a shaver blade and suction. The surgeon attempted to complete the surgery without the guide but was unsuccessful. He then reverted to competitor's system and completed the shoulder repair. It is unknown how long of a delay was experienced. However, a significant (>40 minutes) was not reported. No patient injury resulted.